Event description:
The risk mgr reports that during a surgical procedure, a luxtec mlx light source (sn (B)(4)) was used together with a welch allyn fiberoptic light cable and welch allyn headlight for illumination. At the end of the procedure, with the mlx still powered on, an rn pulled the fiberoptic cable from the mlx light source. According to the risk mgr the injury occurred to the "thumb of the person removing light cable from light source. Light source adaptor was hot and as rn brushed against it, it caused a burn." The adapter/cable endtip is metal. The injury was not treated. No internal report was submitted at the hospital and no equipment was returned. All equipment involved had been previously used.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.